Manufacturer narrative:
Four of the five samples were submitted for investigation and tested on an e602 module using reagent lot 420080: sample 1 (B)(6), sample 2 (B)(6), sample 3(B)(6) , sample 4 (B)(6). Sample 1 was positive and samples 2-4 were borderline. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter had observed an increase in (B)(6) results for patients > 60 years old tested for elecsys anti-hav igm (anti-hav igm) on a cobas e602 module. Due to the increase in (B)(6) results, the customer repeated 20 patient samples using the abbott alinity method. Based on the data provided for these samples, 5 patient samples were (B)(6). The (B)(6) results from the e602 module had been reported outside of the laboratory. The e602 module serial number was (B)(4).

Manufacturer narrative:
Samples that were found positive with roche¿s elecsys anti-hav igm assay were retested with the same lot. The results for samples (B)(6) and (B)(6) were not confirmed . Additional testing was performed for interfering agents. All samples showed background signal levels when measured with an elecsys anti-hav igm assay lacking hepatitis a antigen. It was determined all samples contain specific anti-hav igm immunoglobulins and can therefore be considered truly anti-hav igm positive.